Event description:
The customer reported that the ventilator is not delivering breath while in use on a patient. There was no patient harm reported. The manufacturer's service technician was unable to duplicate the customer reported problem, but found that the unit is failing est due to contamination found in the exhalation flow sensor. The service technician replaced the exhalation flow sensor to correct the finding. Extended self testing (est) and performance verification testing was completed and tests passed per operating specifications. Failure investigation on this exhalation flow sensor verified the service tech reported est failure, and during testing the unit went vent inop. Further troubleshooting found foreign debris stuck on the thermistor of the flow sensor. Contamination on the thermistor is the root cause of the exhalation failure.

Manufacturer narrative:
Flow sensor